Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient began having difficulty seeing near and intermediate distances. She was told she had "vaseline vision syndrome," in reference to her waxy vision description. Two different physicians observed the implanted lens and described it as being fine. Due to her continued symptoms, the lens was exchanged approximately one year after it was initially implanted. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified as the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The product was returned and damaged was observed. The lens was returned adhered to a piece of paper from the dried solution. The root cause could not be determined for vaseline vision syndrome, near/intermediate not clear; vision issues combined. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).